Manufacturer narrative:
Additional information was received that no further device information could be obtained.

Event description:
A report was received that the patient underwent a revision surgery to reposition the ipg as it had moved in the pocket creating charging difficulties. The patient was reportedly doing fine post-operatively.

Event description:
A report was received that the patient underwent a revision surgery to reposition the ipg as it had moved in the pocket creating charging difficulties. The patient was reportedly doing fine post-operatively.